Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Chipped off fragment of the tibial component was returned and examination of the returned chip determined that fracture showed indications of overload of fracture by exhibiting ductile dimples. Suspected fracture initiation site was identified and eds elemental analysis shows that the chip was consistent with ti-6al-4v alloy. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen femoral component, catalog #: 00596401751 lot #: 63653421. Nexgen articular surface, catalog #: 00596405014 lot #: 62569642. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a piece of the implant fractured during implantation. No adverse events have been reported as a result of the malfunction.